Manufacturer narrative:
Product event summary: the flexcath advance sheath, lot 58271, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked/twisted at 1.5375 and 2.4495 inches from the tip, and kinked at the strain relief. Functional testing showed the deflection mechanism was working fine and the pull wire was not broken. However, the deflection at the top of the shaft was out of plane due to the kink/twist. In conclusion, the reported issue was confirmed through testing. The sheath failed the returned product inspection due to a shaft kink/twist near the tip and kink at the strain relief. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post-operatively to a cryoablation procedure, when the sheath was ¿pulled out¿ it appeared to be deformed and kinked. No patient complications have been reported as a result of this event. The sheath subsequently tested out of specification per the manufacturer's investigation.